Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. Blood glucose levels rose to 20 mmol/l (360 mg/dl). The patient visited the hospital due to a fever, kidney failure and vomiting. She was placed on intravenous medication, x-rays and a cat scan. The patient was discharged and visited her family doctor due to an infection as the insertion site. The family doctor performed a blood test and sent the patient back to the hospital for treatment of sepsis where the doctor cut open the bump containing purulent and drained it. An over the counter ointment of polysporin was used to help treat the infection after being discharged from the hospital. The pod was discarded.